Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the MRI mode could not be enabled. Diagnostic testing revealed high impedance values. Manufacturer¿s representative attempted repositioning of the patient however, issue persisted. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. This addressed the issue. Explanted lead was found to be migrated.